Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentanyl and bupivacaine via an implantable for non-malignant pain and complex regional pain syndrome type 1. It was reported the patient had experienced some warmth/heating at the pump site the last time they had a magnetic resonance imaging procedure (MRI). The patient confirmed the heating/warmth at the pump site resolved on its own when the scan was over. The event occurred in (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated the patient's weight at the time of the event. No further complications have been reported.